Event description:
It was reported that during an initial total knee arthroplasty, the impactor pad fractured during impaction. There was no patient impact and no adverse events have been reported as a result of the malfunction. Due diligence is complete has multiple attempts have been made however no additional information has been provided.

Manufacturer narrative:
(B)(4). Attempts have been made to gather all product identification information, and no further information has been provided. The product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The event is confirmed. Visual examination of the image confirmed that the impactor pad was fractured and broken into two pieces. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.